Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A system check was started, however the customer declined to continue troubleshooting with tandem technical support, therefore no additional information was obtained.